Manufacturer narrative:
Device is used for treatment, not diagnosis. Implant date: reported as 6 weeks prior to breakage. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested.

Manufacturer narrative:
Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report received from synthes (B)(4) reports an event in (B)(6) as follows: plate broke inside patient six weeks after being implanted. Broken plate was removed. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(4). The raw material documents were reviewed and the material met specifications. The dimensions of the plate were measured and met specifications. A documented fatigue crack on the lower side of the plate indicates a multiple crack initiation. Macroscopic lines of rest are documented and are a sign for a fatigue failure. Corrosion marks/fretting corrosion were observed in several plate holes. Fretting corrosion results from micro movements between the screw head and the plate. The micro movements cause damage to the passivation layer of the metal and pander crevice corrosion or pitting corrosion. The device was examined with an electron scanning microscope (sem): the initial fracture areas and the fracture behavior were identified. The crack started at the upper side of the plate and ran into the material. After breaking the two plate fragments rubbed against each other causing partly destruction of the fracture surfaces (abraded and shiny areas). Fatigue striations were observed at the crack propagation zones and almost over the entire fracture surfaces. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads. Based on the topography of the fracture surface and the documented fatigue crack on the lower side of the plate, we can conclude that the implant was subjected to low dynamic bending loads (two-sided). Constantly alternating loads led to the fatigue of the material, then to a first crack. The implant could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded.